Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cine review: a review of the angiographic record of this event consisted of a review of 26 cines. The deployment of the valve begins in cine #5. It shows the loaded corevalve device positioned through the native aortic valve with contrast given to assure that the pigtail is located in a good position to continue with the deployment. The sixth cine shows a more robust dose of contrast injected so you can see all three cusps at the same time, with coronary perfusion noted in the left main artery. The seventh cine shows the corevalve device with 4 mm of the valve exposed; however, it has not started to flare at this point. The eight cine shows the corevalve flowered out and 1/3 deployed. During this cine it also shows the valve a bit deep on the non-coronary side. The twelfth cine starts with the corevalve fully deployed. The tabs appear to be released and the radiopaque ring on the end of the catheter has traveled far enough past the tab attachment pins for the valve to be fully released. The cine then shows the deployment catheter being pulled up into the ascending aorta however, when they pull out the catheter, the valve is pulled out with it. It is clear from the picture that the radiopaque ring is past the tab attachment portion of the catheter. It appears that the catheter hub area became stuck on the valve frame as the catheter was being withdrawn as a result of the valve being under-expanded and distorted at the outflow area. It was not clear from the cine if the user used the directions in the IFU to advance the catheter slightly and then if necessary to gently rotate the handle clockwise (<(><<)>180 degrees) and then counterclockwise (<(><<)>180 degrees) to disengage the catheter. The cine does show that the valve dislodged as a result of the catheter being pulled out as there is visible tension on the inner curve of the catheter. As a result of the dislodged valve a second valve was used with a second catheter and implanted successfully. Without return of the product, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the delivery catheter system (dcs) be came stuck on the outflow portion of the valve. Attempts were made to remove the dcs by pushing forward and twisting the device in the opposite direction. During these maneuvers, the valve was pulled into the ascending aorta and left implanted. A second transcatheter bioprosthetic valve was successfully implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.